Event description:
It was reported that, during defibrillation testing, the programmer indicated that the device was still detecting after the test. Technical services suspects a loss of telemetry between the programmer and the device, and the caller should click on the exit button. Once done, the programmer properly communicated with the device. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.